Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a display (blank screen) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned, and it was evaluated by product analysis on 09/04/2014 with the following findings: a battery cap was not returned with the pump; a test battery cap was used during all steps of the analysis. The pump powered on, as confirmed by the presence of the auditory and vibratory cues, but the display screen was blank; the reported event was duplicated. The pump case was removed, and evidence of moisture ingress was observed on internal components and the audio bolus button key contact. Unrelated to the reported event, the audio bolus button cover was detached.